Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately three days post implant, the atrial encountered pacing failure observed in the electrocardiogram (ECG). A pacemaker check was performed and, a rise in atrial threshold was found, and lead dislodgement was observed via x-ray. The atrial lead was re-positioned, and remained in use. No patient complications have been reported as a result of this event.